Event description:
User facility reported that following a novasure endometrial ablation a hysteroscopy was done and the physician noted "part of the gold mesh [from the array] was attached to the endometrium". The pieces were "very small" and noted in several areas in the uterine cavity. During f/u on (B) (6) 2009 the physician reported the novasure procedure was uneventful, but during post hysteroscopy he saw "gold mesh" near the right cornua and there were "threads or strings attached". He reported all threads were easily removed with "hysteroscopic graspers". He also saw several "gold flecks attached to the remaining myometrial layer". He reported the "array looked a bit frayed" upon removal. Additionally, he reported the pt required no further treatment. During f/u on (B) (6) 2009 the physician reported he has seen the pt in his office following this event and she is "doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. It is unk at this time if the novasure device will be returned for eval purposes. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If add'l relevant info is received, a supplemental medwatch will be filed. (B) (4).